Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when hospital staff switched this c1 on, the start-up progress bar stopped midway through and the alarm continued to sound. Hospital staff therefore requested local staff to repair this c1. No patient involvement.